Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section h3 in the initial report mistakenly checked the field "not returned to manufacturer". The product was received and analyzed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication cord during preparation for a diagnostic procedure. According to the initial reporter, the error code appeared before the patient ever entered the room. Reportedly, that room was closed for the day and the procedure was completed in a second room. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested with multiple olympus-test scopes, and the image was always present with no faults or error codes present. However, it was noted that the scope socket locking mechanism had a bad latch, and it was not adequately protecting the pins. Additionally, corrosion was found inside the air tubing as well as on the surface of the bottom chassis. A non-olympus lamp had been installed in the unit and was providing a reading of 340+ hours ¿ though the light output was measuring within range. Olympus strongly recommends an olympus-approved lamp be installed for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.